Manufacturer narrative:
Analysis of the neurostimulator: model 3058, serial# (B)(4), showed a procedural non-conformance. The setscrew was backed out too far, forced into the tecothane, and cross-threaded into the setscrew block. Small chips of tecothane material had been cut free by the setscrew. The setscrew was re-aligned into the block threads for testing. The device passed the automated test console. The device output was tested at the distal end of a known good lead. Stable output was observed on each program as received. Each circuit was tested in reference to the #0 electrode, with good stable output observed. There were no issues when pressing on the device can.

Event description:
It was reported that during an implant procedure the hcp inserted the lead into the implantable neurostimulator (ins) and heard set screw clicks when the set screw was tightened. When the hcp went to place the ins in the pocket the lead came out. The hcp tried this four or five times and the lead would not set into place. There were no issues when the lead was implanted into a second ins. It was reported that the appropriate torque wrench was used at implant. It was reported that the patient received a new device and all was working great.

Manufacturer narrative:
(B)(4).